Manufacturer narrative:
The results of this complaint investigation conclude there is insufficient information / cannot determine cause. Conservatively, we will consider this as a malfunction of insufficient information and undetermined cause. The exact cause is unknown. The device did not behave as expected by the customer and the available information does not support a user misunderstanding. There is no information available to suggest or confirm the device was used incorrectly. The flex cardio device was replaced. No further action or investigation is warranted.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported there was delay in the ECG wave form on the boom monitor on "mcs" (monitor ceiling suspension) compared to output of the xds (flex cardio workstation). The device was in clinical use at the time the issue was discovered for monitoring of vital parameters during angiography/angioplasty. It was reported due to the delay in the waveform, the anesthesiologist was "confused" and misdiagnosed the event as brady cardia and administered approx. 0.3mg of atropin to the patient to address brady cardia. Clarification was provided which states" customer was not aware until they treated to patient that there was delay in waveform, customer has always referred to monitor on the monitor ceiling suspension." It was reported no injury occurred and the patient is "ok and safe". The issue was reported as intermittent, "it is not in regular intervals it is highly intermittent, maybe once in 12 to 15 cases." There is insufficient information available at this time to indicate that the device was not a contributing factor in the apparent incorrect treatment administered. The customer has not used any alternate monitoring source or redundant monitoring capabilities.